Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo sub-q infusion set experienced repeated occlusions. The patient tried to change their site but received an occlusion alarm. After the patient's blood glucose levels were 180mg/dl. The patient contacted the customer technical support line regarding the occlusion alarm. It was determined through troubleshooting that the occlusion was located in the tubing since there were no ball of insulin visible. The patient changed the tubing set and the occlusion alarm was resolved. The patient was able to resume insulin infusion. No further adverse health outcomes were experienced.